Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The returned t-pal spacer trial inner shaft shows normal signs of wear and tear. The distal end of the trial inner shaft (proximal pin) is broken off and was found stuck in the applicator knob. After pushing the bolt inside the knob it was possible to get the broken pin outside. It can be assumed that implementation of excessive force led to the breakage of the proximal pin and therefore the failure of the instrument. There were no product fault detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device history records review was completed for part # 03.812.311, lot # 8633983. Manufacturing location: (B)(4), manufacturing date: jan 17, 2014. No non conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an even as follow: it was reported that on (B)(6) 2016 during the surgery, the little knob at the top of the trial implant broke and was stuck in the applicator knob. The surgery was not prolonged. Concomitant reported part: one (1) t-pal inserter (part 03.812.001). One (1) applicator knob (part 03.812.004 lot 8234609). This report is for one (1) trial implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported no parts were left in the patient. The procedure was successfully completed. There was no patient harm.